Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inspiratory flow valve was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/20/15 email, 2/21/15 phone call, etc. 10/18/16 phone call, 10/19/16 phone call, 10/20/16 phone call. (B)(4).

Event description:
The hospital reported that, at the start of a case, the unit had a ventilator failure. The anesthesia machine was replaced. There was no reported patient injury.